Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, brown particles on the shell, and cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device. The event of "capsular contracture baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported rupture & capsular contracture, baker grade unknown of unknown side. Device has been explanted.